Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer track was broken. A field service engineer (fse) found that drawer 6 in the main cabinet was not opening and identified a faulty slide rail. The rail was replaced, and the drawer was tested successfully. The pharmacy technician was recovered and tested in the application, and all functions were confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer track was broken. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.